Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system wouldn¿t turn on. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.